Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the pump did not deliver automatic correction boluses as intended. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed. There was no reported adverse impact to the customer¿s blood glucose level.